Event description:
It was reported that during an unknown procedure, the surgeon noted that the device was defective. At the moment of the stapling, the device was loosening the clips. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: were the clips dropping out of the device? Was the clips loose on the vessel?